Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, and will be considered use related. A 4 fr s/l powerpicc solo was returned for investigation. The catheter extended 42.9cm from the distal end of the molded wing. Biological material remained adhered to the catheter tubing between the 22 and 26 cm depth marks and over the 29 cm depth marks, which confirms the device was used. Adhesive residue was noted on the tubing near the molded wing. The printed 4 and 5 cm depth marks were partially worn from the tubing. A semi-circumferential split was noted in the catheter 7.6cm from the distal end of the molded wing. The split was located between the 6 and 7 cm depth marks. A microscopic examination of the split revealed a rough and granular edge. A tactual investigation revealed that the tubing had the tendency to kink across the split that was found in the tubing. The split found in the 4 fr tubing indicates that the catheter was placed in a location that was vulnerable to kinking. The repeated kinking of the catheter most likely caused the tubing to crease, which lead to splitting of the tubing material. The product IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ no damage related to the manufacturing process was noted on the returned complaint sample. A lot history review (lhr) of reas1280 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient in the acute oncology department had a PICC line with a suspected leak. Nurses were unable to withdraw from the line. A small amount of n. Saline was flushed into the line and fluid leaked from exit site. The nurse reported that they pulled the line out by 2 cms and flushed again. A leak in the line was seen. Nurse reported that the leak would have been approximately 2c ms under the patient¿s skin. The PICC line was removed and the doctor and aou nurse were informed. Infection along the line was suspected as discolored fluid was seen along the line. A swab was taken and sent for testing. No pain or swelling was noted at the site. Additional information reported by facility: during initial placement, two attempts were made and the second was successful in placing the PICC in the left basilic without complications. 10 ml syringes were used to flush. Securement devices used: bard statlock or grip-lock and sterri strips. A new line was not required for the patient. Patient received vinorelbine through the line. No injury reported.